Event description:
It was reported that, swivel bar hook, the eye hook, and the swivel bar came out of the boom causing patient crashing onto a chair injury laceration to patient scalp, required stitches. Per mfg. Service bulletin info sent to facility i.e., safety maintenance and preventative maintenance for hoyer patient lifts/swivel bar, and given customer service rep. Name and number for any technical questions that needed to be answered.